Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. The received drill bit shows the fluted tip section is partially broken off. The broken portion is missing. On the shaft are slightly scratches visible. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, the exact cause of this complaint could not be determined. It can be assumed that due to the age, both parts are older than 10 years, the devices were in a very used condition. This evidence in combination with a mechanical overloading situation did most likely have caused the breakage. As per the leaflet: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Finally, the investigation concludes that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes gff, gfa, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteosynthesis of the right humerus on (B)(6) 2018, two (2) drill bits of the ancillary used for a distal locking of the humerus nail broke in the patients body. It was impossible to remove the broken tip/end of the drill bit from the patient. The broken drill bits remained in the patient. The surgery was delayed by a few minutes. Patient outcome is unknown. Concomitant device reported: 7.0mm titanium multiloc humeral nail, cannulated, l240mm (part #: 04.016.240s, lot #: l827992, quantity: 1) . This report is for one (1) 3.2mm drill bit/qc/145mm. This is report 1 of 2 for (B)(4).